Event description:
It was reported that during a hemorrhoid procedure, in dialing down, the instrument gave resistance. On firing he had a lockout with a partial cut and a few staples. " a hand anastomosis and covering urinary catheterization.¿

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: were the partial cut line and the few staples that deployed equal in length (partial fire)? No, only a few staples were seen and the cut was substantially longer as described what was the appearance of the deployed staples (b-shaped, irregular)? Did not notice, at most a few (less than 5). Is the covering urinary catheterization permanent or temporary? No covering catheterization. Urinary retention as evidenced by not passing urine within 6 hours with single catheterization and re-catheterization after failing to pass urine again in the following 6 hours. Urine catheter removed on (B)(6) 2009 . What degree of haemorrhoids did the patient have? 4th with history of severe constipation controlled first on (B)(6). Did the post-operative care change based on the event? Yes in hospital until (B)(6). What is the current patient status? Not passed stools yet. Some discharge and flatus with careful digital examination normal not going up to anastomosis. For review tomorrow if not passed stools yet for possible examination under anaesthetic.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.